Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an altitude alarm occurred. Multiple attempts were made to follow up with the customer regarding the reported issues; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.